Event description:
Received information from user facility that, during a shoulder arthroscopy, "insulation on the ablator cracked and sparked, resulting in a minor burn to the pt's rotator cuff." Size of the burn area is unknown. Surgery was not altered or delayed/extended. No additional treatment was required. Condition of pt is "fine".